Manufacturer narrative:
The customer's report was duplicated and the color lcd display cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white with colored vertical lines and was illegible . Complainant indicated that there was no patient involvement in the reported malfunction.